Manufacturer narrative:
This event occurred in (B)(6). The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The initial reporter received a questionable result on a coaguchek xs meter serial number (B)(4). The meter result was 2.0 inr. Within 30 minutes, a sample from the patient was tested in the laboratory using a thromborel s method , resulting with a value of 2.5 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's warfarin dose was not changed based on the meter result.